Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.